Event description:
It was reported that a cartridge alarm occurred with multiple cartridges. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, a correction bolus via the pump was delivered to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.